Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Retainer ring damage (cracked) noted during visual inspection. The following were also noted during visual inspection: pillowing keypad overlay. Cracked keypad overlay, keypad overlay texture damage, cracked retainer. Cosmetic damage at belt clip rails was not confirmed. However, other cosmetic damage was noted.

Event description:
Information received by medtronic indicated that the insulin pump back and clip rail was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.